Event description:
At the end of the procedure, the novasure handpiece would not retract for removal from the uterus. Novasure handpiece finally was removed by dr. (B) (6) and device was coiled at the end. Device sent to MFR for examination.